Manufacturer narrative:
The patient's weight is 71.4 kg. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on december 02, 2022 that an axios stent and electrocautery enhanced delivery system was implanted in the stomach to treat a pseudocyst during a stent placement procedure performed on an unknown date. Two years post stent placement, the stent was scheduled to be removed as the pseudocyst was resolved. During the stent removal procedure, the stent was successfully removed with raptor forceps and snare; however, it was noted that the axios stent was damaged. There were no patient complications reported as a result of this event. Note: it was reported that the hot axios stent was placed for over two years. Per the instructions for use (IFU), "the stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution." The stent is not indicated to be implanted for two years.

Event description:
It was reported to boston scientific corporation on december 02, 2022 that an axios stent and electrocautery enhanced delivery system was implanted in the stomach to treat a pseudocyst during a stent placement procedure performed on an unknown date. Two years post stent placement, the stent was scheduled to be removed as the pseudocyst was resolved. During the stent removal procedure, the stent was successfully removed with raptor forceps and snare; however, it was noted that the axios stent was damaged. There were no patient complications reported as a result of this event. Note: it was reported that the hot axios stent was placed for over two years. Per the instructions for use (IFU), "the stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution." The stent is not indicated to be implanted for two years.

Manufacturer narrative:
Block a4: the patient's weight is 71.4 kg. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0406 captures the reportable event of axios stent material deformation. Block h10: a hot axios stent was received for analysis; the delivery system was not returned. Only one flange was received. Visual inspection found the stent deformed and damaged. Product analysis confirmed the reported event of stent material deformation. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the axios stent was placed for over two years. The IFU states, "the stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution." The stent is not indicated to be implanted for two years." The investigation concluded that the process of stent removal possibly caused the reported event of stent material deformation while the duration of the stent implantation most likely caused the observed event of stent deformed. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use.